Event description:
The customer contact reported an electrical shock when device ac power cord was unplugged from ac power. It was reported that when the nurse unplugged the ac power cord from ac power outlet, the nurse rec'd an electrical shock to the index finger of the left hand, which went up the arm, into the teeth and ear. The device was removed from clinical use. The nurse went to the emergency room for eval. No medical interventions were provided. The customer contact reported the nurse did not have any residual effects. During testing at the user facility, it was reported that there was no damage to the power cord or indications of sparks or charring. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing, including the electrical safety test. Visual inspection of the device during testing found no evidence of charring or burn marks. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the rptr upon query by hospira personnel.